Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte-n autoguard winged yel 24gax.56in needle detached. The following information was provided by the initial reporter: it was reported that the needle pulled out of hub. "Clinician claims she found the package where the needle sheath had been wiggled off prior to opening."

Event description:
It was reported that insyte-n autoguard winged yel 24gax.56in needle detached. The following information was provided by the initial reporter: it was reported that the needle pulled out of hub. Verbatim: "clinician claims she found the package where the needle sheath had been wiggled off prior to opening."

Manufacturer narrative:
Correction: additional information has been received that changes the reportability. The investigation team determined that this was a cap loose complaint instead of needle pulled out of hub. This complaint is not MDR reportable. Please consider MDR# 1710034-2021-00849 cancelled.